Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2019. The patient stated the cgm displayed 153 mg/dl, then 151 mg/dl; however, a short time later (the amount of time was not specified) she started to feel dizzy became incoherent. The last cgm value she recalled was in the 40s mg/dl. She was with a friend who provided her with sweet iced tea to increase her bg. Initially, she had difficulty swallowing the tea, but she was able to ingest enough to raise her bg. She stated the event occurred at (B)(6)pm and that the last insulin bolus she administered was at (B)(6)am. The patient did not perform a finger stick bg at the time of the event; however, reported that the values cgm was inaccurate. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator for the time of event. No additional event or patient information is available.